Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported that customer had high blood glucose. Customer's blood glucose was 590 mg/dl. Customer stated insulin pump did not alarm. Customer stated treated with pen novolog. Customer's blood glucose became 375 mg/dl. Troubleshooting was done. Explained the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.